Event description:
It was reported while the stimulation was on, the patient had severe ringing in his ears, and problems with depth perception and speech. The patient started noticing the symptoms in the morning, and there was no known accident or incident related to the event. The patient wanted to turn the device off until he could go to the hospital. Additional information has been requested, a follow-up report will be sent if additional information becomes available. The patient had 2 devices implanted and it was unclear to which device the event pertained. As a result a report was filed on both devices. See MFR report # 3004209178-2012-02278.

Event description:
Additional information received reported the implantable neurostimulators (ins) were depleted. The depletion was normal. There was no patient death or injury and they recovered without sequela.

Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator (s/n (B)(4)) found no anomaly. Analysis of the implantable neurostimulator (s/n (B)(4)) found no significant anomaly. The battery was not in new condition.

Manufacturer narrative:
Lead model 3389s, lot #v589283, implanted: (B)(6) 2010; extension model 7482a, serial # (B)(4), implanted: (B)(6) 2011.